Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the homechoice (hc). The caller stated no leaks were observed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.